Manufacturer narrative:
(B)(4). Taper ii. . The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labelling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a lap-band system was removed due to "leaking".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a sharp unidentified opening with leakage in the shell described as an unidentified tear. Analysis also noted a second linear opening with leakage in the shell described as surgical damage. There was no leakage noted in the access port. Analysis noted that the buckle and band tubing were broken with striations consistent with surgical end cuts to remove the device. Device labeling addresses the possible outcome of leakage as follows: ¿caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."  "Caution: when adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band® ¿ system access port needles. Do not use standard hypodermic needles, as these may cause leaks.¿

Event description:
Healthcare professional reported a lap-band tm system was removed due to "leaking."